Event description:
It was reported via repair work order that the gatch drops during use when lowered manually due to malfunctioned gatch actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.